Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient's implantable neurostimulator (ins) battery was overdischarged. The patient had turned off the ins to see whether it was helping the pain his feet. A couple days turned into a couple months, and, when the patient went to turn it on a couple days prior to (B)(6) 2016, it would not turn on. Circumstances that led to the event included the patient had not used or charged the battery for several months. Diagnostic testing or troubleshooting performed included attempt to perform a normal charge session. A "power on reset (por)" was attempted but failed to start a normal charge session for the battery. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. It was further reported that the battery replacement was planned, but not yet scheduled. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain and radiculopathy.

Manufacturer narrative:
Upon further review, device code also applies to this event.